Event description:
It was reported that on july 4, 2022 two broken depth gauges found in sterile processing department. The silver probe portion of the depth gauges are broken off of both. Unknown if these were broken off during cleaning, or broke during surgery. There was no patient involvement. This report is for one depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a, d9 g1 h3, h6: part #: 319.006 synthes lot #: ft00309 supplier lot #: ft00309 release to warehouse date: 16 jan 2017 supplier: flextronics america llc no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the needle from the depth gauge for 2.0mm and 2.4mm screws was detached from the depth gauge body. In addition, the needle and the spring was not observed in the evidence provided. A dimensional inspection for the depth gauge for 2.0mm and 2.4mm screws was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.